Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 492 mg/dl. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime an insulin did exit. Customer was not able to remove infusion set to determine if no delivery was caused by bent cannula. Customer mentioned of been hospitalized in the past due to no delivery. Customer declined giving more information due to needing to change infusion set. Customer was advised to call back in order to document hospitalization.